Event description:
The patient was implanted with a left ventricular assist device (lvad). One year post-implant, it was reported that the patient was bleeding from the outflow or inflow conduit, sternum. The patient was treated with a transfusion of red blood cells (rbc "greater than 16 units" and medication; inr 1.2, aptt 29sec, plt 41000/ul. The episode resulted in re-operation. The cause of bleeding was noted to be procedural related to implant procedure.

Manufacturer narrative:
The device remains implanted and in use by the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A specific cause for the reported bleeding could not be conclusively determined as the device was not available for evaluation. The patient remains ongoing on vad support with no further bleeding related issues. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.